Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l10199), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number (6l10199), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that during a rotator cuff repair using the versalok pre packed w/oc the kite of the anchor got jammed and the stitches didn¿t passed into the anchor. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported the surgeon had to pry the stitches free and ultimately deemed the anchor unusable. It was also reported the surgery was delayed for one minutes and there was no patient harm due to the delay. The affiliate reported the case was successfully completed with another device.